Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms while outside in hot temperatures. The customer's blood glucose level was in the 400 mg/dl range and was addressed with pump therapy. The customer changed the cartridge, infusion tubing and site and received another alarm. Tandem technical support performed a system check and found that the current cartridge and tubing were functioning as expected. It was recommended to change the site and insulin as it may have been compromised due to the hot temperature.